Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 23 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent a right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and two competitor cement products. On (B)(6) 2017, the patient underwent a right knee revision due to mechanical loosening of the tibial tray at unknown interface, and pain. The femoral component, tibial tray and insert were removed. The patella was noted to be well-fixed and was retained. All competitor components were utilized in the revision. The surgeon reported that while he was cementing the femur with the competitor¿s components that the rotation became more externally rotated as the posterior medial bone had been further lost. The bone lost is being attributed to the reimplantation of the competitor¿s device at the time of this review. Doi: (B)(6) 2015. Dor: (B)(6) 2017 (rt knee).